Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had always had back pain and the stimulator didn't work for them and the battery was 'dead'; the issue began ever since implant date. After they had rods implanted the pain was from their hip to hip and with the leads they couldn't get it down low enough to help with the hip pain. When they would get it adjusted low enough it would paralyze their lungs and patient couldn't breathe. Patient also stated it was sticking out too far so they pushed the implant deeper and it was hard to charge the implant. Patient noted they went in a couple times to see if they could adjust it and they had their thing and hooked it up to the battery and that's when it went too high and paralyzed their lungs. Patient was recently having neck pain and back pain and needed to get x-rays. Agent provided nas phone number. Patient would like to remove the implant. The patient was redirected to their healthcare provider to further address the issue. Agent emailed physician listings to patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.